Event description:
Hill-rom technician alleged that when the brakes were engaged, the brake casters would not hold.

Manufacturer narrative:
Technician found that the casters were worn. He replaced the brake casters and the brake functioned properly. This was found out of service in the bed shop and there were no alleged injuries.